Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient¿s outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. Review of the submitted log files found that flow decreased to below the 2.0 liters per minute (lpm) low flow alarm threshold around 20:02:15 on (B)(6) 2024 per the log file timestamp. Flow then remained below 2.0 lpm for approximately an hour, with an active low flow alarm, and decreased to as low as 0.6 lpm. Lvas support was discontinued on (B)(6) 2024 at 21:17:57 per the log file timestamp and was not restarted. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to outside emergency department (ed) last evening in refractory ventricular fibrillation (vfib). After several rounds of cardiopulmonary resuscitation (CPR) patient was pronounced and ventricular assist device (vad) therapy was discontinued. The patient spontaneously starting breathing and moving 4 hours after the code was called. Log files were submitted for any pertinent information that could be provided leading to the pump being stopped. The event log file appeared normal until a low flow event was captured on 03mar2024 at 20:02:15. The pump operated as intended throughout the log files. No pump speed issues were noted. Additional information stated that the patient passed away on (B)(6) 2024.